Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to increasing thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
28-mar-2022 - lead was explanted on (B)(6) 2022 during a device upgrade. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed abrasion marks between 42 cm and 45 cm distal to the is-1 connector pin, which most likely resulted due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, abrasion marks were found between 48 cm and 51 cm distal to the is-1 connector pin. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above mentioned damages are assumed to be the root cause of the clinical observations. Additionally cuts into the insulation were found 5 cm, 7 cm and 17 cm distal to the is-1 connector pin. These cuts probably resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.